Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. Technical services (ts) was contacted about the procedure to turn tachy therapy delivery off and walked the caller through the process. No further specific details were provided at the time. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).